Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that her blood glucose was between 250- 400 mg/dl. Customer stated that her insulin pump was not working correctly. She stated that her insulin pump was not delivering correctly and alarming no delivery. Customer stated that she programmed a bolus with 5 units, but only half was delivered and unit started to alarm no delivery. Advised to change reservoir and infusion set. Nothing further was reported.